Event description:
It was observed during the device evaluation, the flex video scope exhibited detachment of the distal end. There was no patient involvement.

Manufacturer narrative:
The device was evaluated. Based on investigation results, the reported issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to stress problem, component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.